Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An x-ray was performed, which verified that all internal connections between the device header and the circuitry inside the device case were intact. The inner dimension of the right atrial port was measured and found to be within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The setscrews of the device were inspected and no damage was observed. Although a review of the device memory did confirm the presence of out of range impedance measurements at various time during the implant time of this device, normal measurements were also observed. The high, out of range impedance measurements could not be re-created and no device anomalies were identified that would have caused or contributed to the clinical observation.

Event description:
Boston scientific crm received information that atrial lead impedance measurements were greater than 2000 ohms and no pacing was observed through this device. A lead revision procedure was performed, as it was presumed that there was a possible lead fracture. When the patient's pocket was opened, it was noted that the lead pin was past the connector block in the device header and the set screw was tight and the lead could not be removed when tugged. The lead was removed from the device and tested through the pacing system analyzer (psa) and all measurements were within normal limits. The lead was re-inserted into the device header and all testing yielded normal measurements and the lack of pacing could not be re-created or explained. A new device was requested and implanted with the chronic lead. This device was returned for analysis.

Event description:
Analysis of this device is now complete.

Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.